Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, it was concluded that: root cause: unjustified. It would appear that this was a case of infection and it is unlikely that this is due to the implant being unsterile. However it is likely that the infection was caused by the procedure and infection is a reported failure mode post implantation. This series of complaint was reviewed as part of (B)(4) to see if an adverse trend exists for the duofix femur re-revised components. The complaint shall be closed with an unjustified conclusion; it shall be entered onto the complaints database and monitored through trend analysis.

Event description:
Received these explanted prosthesis yesterday, from dr. (B)(6). Advised by surgeon that patient experienced joint infection, following primary tkr, and that the arthroplasty was revised (one stage revision) on (B)(6)-2010. Like product implanted that day. Patient apparently has not returned to dr. (B)(6) since last appointment, (B)(6), 2010, where he complained of ongoing pain, and poor range of movement. No contact by patient since failed to present at subsequent appointments.